Event description:
Reporter states patient tested 3.6 inr and 3.6 inr on the coaguchek xs plus system while a comparison lab returned as 2.6 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.